Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was found unconscious at home with the modular cable disconnected from the pump cable. The pump was off for 7 minutes. The cause of the disconnection was unknown, but theories are that either the patient played unconsciously with the modular cable, left the connection loose, and waking up in the morning, the tension of the movement made the cables disconnect, or that the modular cable was loose by default (defect). It was noted that psychological problems were discarded. At the time of the disconnection, the patient got what seemed to be a heart failure decompensation with low left ventricular assist device (lvad) flow and low cardiac output, became unconscious. The cable was connected by the spouse and the pump restarted. The patient was then transported to the hospital and stabilized. During transport, there was a second driveline disconnected alarm and pump off for one minute. It appeared that the spouse connected the cables but forgot to screw the head of the modular cable which caused the disconnection in the ambulance. The modular cable was inspected and nothing special or different was noted. However, the healthcare professionals were uncomfortable with it. During the 2 hours that the patient was found at home and then transported home, they had low flows. Computed tomography (CT) scan was performed to see neurological damages, and a hematoma was identified. The hematoma was caused due to the patient falling off after the cables were disconnected. Stroke has been discarded. The patient had been scanned several times and there had been no brain damage. The patient was moved to intensive care unit (ICU), stabilized, lvad flow went back to normal, brain was monitored, anticoagulation was stopped for some days because of the hematoma. Where they were recovering and regaining consciousness. The patient was awake, talking, a bit disoriented, but the prognosis was that the patient would recover. After a week, the patient had been discharged from the hospital in a perfect condition.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that on (B)(6) 2025, the patient experienced head trauma and secondary hematoma that required the patient to be hospitalized. It was noted that the patient had a driveline dysfunction and there was a life threatening consequence to the patient.

Manufacturer narrative:
Section b1: type of report corrected. Section b2: outcomes attributed to adverse corrected. Section h6: health effect - clinical code, health effect - impact code, and medical device problem code corrected. Manufacturer's investigation conclusion: review of the submitted log files confirmed two pump stops associated with driveline disconnects. A specific cause for the first event could not be conclusively determined through this evaluation; however, the second event was consistent with the report of a loose pump cable and modular cable connection during transport to the hospital. Additionally, a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. Analysis of the log files also confirmed low flow alarms. A specific cause for these events could not be conclusively determined through this evaluation. The controller event log file contained events from (B)(6) 2025. On (B)(6) 2025 the driveline was disconnected twice, causing the pump to stop. Following the reconnections of the driveline, the pump resumed operation at the set speed without issue. Low flow hazard alarms were captured on (B)(6) 2025. The pump appeared to function as intended at the fixed speed while the driveline was connected. The patient remains ongoing on hm3 lvas, serial number (B)(6), and no further related events have been reported. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU and the patient handbook are currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events, including bleeding, that may be associated with the use of the heartmate 3 left ventricular assist system. This section also addresses all pump parameters, including pump flow. Section 2 of the IFU, "system operations" (under "system controller warnings and cautions"), and section 2 of the patient handbook, ¿how your heart pump works¿, instruct the user to check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation. The patient handbook further explains that the pump cannot run without power. Section 2 of the IFU also contains a section titled "connecting the driveline to the system controller", which provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 6 of the IFU, ¿patient care and management¿ (under "educating and training patients, families, and caregivers"), explains that during the patient selection, preimplant, and postoperative period, the patient must receive instructions regarding the operation and care of every system component (including the driveline and what to do in an emergency). Section 6 of the IFU (under ¿anticoagulation¿) provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, describe all alarm conditions as well as the appropriate actions associated with them. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the user thinks, for any reason, any portion of the equipment is not functioning as usual, is broken, or the user is uncomfortable with the operation of the equipment. The current revision of the IFU can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.